Event description:
It was reported the pt¿s (B)(6) lead was replaced due to impedance issues. Effective therapy was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.